Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no anomaly¿. The catheter was returned in 4 segments. Analysis of the catheter found ¿catheter body hole (or torn catheter) caused by metal pin of pump connector poking through¿ and ¿catheter pump connector ¿ broken suture ring¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported there was a procedure to check the catheter. The pocket was opened and a leak was visible just beneath the connector. The cause for the issue was a fracture just below the connector. The cause for the pump site being puffy and swollen was determined. It was full of drug. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Continuation of d11: product ID: 8709, serial# (B)(6), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8709, serial# (B)(6), ubd: 2008-08-09, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10: interrogation of the device determined it was used to infuse dilaudid 30 mg/ml for a total dose of 7.747 mg/day and bupivacaine 40 mg/ml for a total dose of 10.329 mg/day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump was coming due for replacement due to eos (end of service). During the discussion regarding the pump nearing eos with the patient and her family a couple of weeks ago, the patient¿s family mentioned to the reporter that at a refill the pump reservoir was empty and the patient ¿almost went into withdrawal¿. The reporter then spoke with the nurse at the hcp¿s office and was able to find out that the patient did not have symptoms and the volume discrepancy was less than 2 mls. Per the hcp, there were no issues. The hcp then reported that the patient came into the office on (B)(6) 2020 and the nurse performing that refill noticed that the pump site was somewhat puffy and swollen after which it was determined that they were going to do a procedure to check on the catheter. Since the pump was coming due for replacement soon, they decided to replace it now. The pump was replaced on (B)(6) 2020. No further complications were reported/anticipated.